Event description:
Patient reported for unknown side "having 'issues' with breast implants" and wanted to know if they had a warranty on them. Patient later reported "a leaking implant". This record represents the left side. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "issues" and "a leaking implant".

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade iii/IV.

Event description:
Healthcare professional later added capsular contracture, baker grade iii/IV side unknown.